Event description:
Pt states that biofinity (comfilcon a) lenses were purchased in (B)(6), 2010. Pt put a new lens in the eye in (B)(6) and was wearing it for 5 days. The left lens suctioned to the eye and pt may have scratched the cornea trying to remove the lens. On (B)(6) 2011, the pt was treated for pink eye with gentamicin and doctor noted a 2 mm corneal ulcer at 9 o'clock. Pt went back on (B)(6) 2011 for a f/u and was told there was a tear and was prescribed zymaxid. Pt went back for a f/u on (B)(6) 2011 and the eye had improved. Pt was refit into a different contact lens and is seeing 20/20.

Manufacturer narrative:
Event was reported by the pt directly to coopervision's customer service dept. Method: no lenses were returned, no examination of device were provided which could indicate if the device caused or contributed to the incident. Result: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn. This is being reported as a corneal ulcer with no direct causal relationship established between the medical device and the incident.